Event description:
Pt admitted with dx of lumbar spinal stenosis and had a posterior lumbar decompression, instrumentation, and fusion -l4-l5- on (B)(6) 2010. The synthes pangea top tightening eyebolt system was used and a final, synthes torque limiting handle, mechanism was performed. On (B)(6) 2010, md called to report that an x-ray revealed that the rod had telescoped out of the screw. The pt was asymptomatic. On (B)(6) 2010, md called to report that the pt had a second rod telescope out and had experienced, a bilateral fixation failure. Md performed emergent surgery and removed the instrumentation and replaced it with a different company. The pt reported a "clicking in his back." Md stated that the top hats were in place.